Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. No further details were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported as, the manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. No further details were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, section box b: adverse event or product problem (describe event or problem) as the manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. No further details were provided. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.